Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report that his battery charger was not charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval, the charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger pca board. The root cause of the defective u13 cannot be positively identified. In addition, contamination was found on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.